Manufacturer narrative:
No burn marks were observed on the architect i2000 analyzer. The field service representative confirmed a burnt component on the scc platform d power supply and replaced the power supply on the architect i2000 analyzer. No other instrument issues were identified that may have contributed to this issue. The burnt component on the scc platform d power supply was not returned for further evaluation. No other tickets were found for the review period that reported burning or smoking of the power supply, and no adverse trends were identified for the scc platform d power supply. Current labeling provides information on potential electrical hazards and also provides troubleshooting assistance and removal and replacement procedures for scc power supplies. The issue was addressed through standard troubleshooting procedures. Based on the evaluation, the architect i2000 analyzer is performing acceptably.

Event description:
The account noticed smoke and a burning smell coming from the scc power supply on the architect i2000 analyzer. The power was disconnected from the architect i2000 analyzer. No visible fire was seen. There was no patient involved. No operator injury or exposure was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.